Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, fentanyl, clonidine and bupivacaine via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mg/ml at a dose of 600.1mcg/day, fentanyl 400mcg/ml at a dose of 120.03mcg/day, clonidine 500mcg/ml at a dose of 150.04mcg/day and bupivacaine 30mg/ml at a dose of 9.002mg/day. The pump's indication for use (IFU) was listed as non-malignant pain and complex regional pain syndrome type ii. The patient reported severe withdrawals "last night" ((B)(6) 2016), with diarrhea, 'puking' and sweating. The patient stated "I was soaked". These symptoms came on all of a sudden and the patient ended up in the emergency room (ER) where a duragesic patch was placed. The pump was not checked; no alarms were heard. At the time of the report, the patient was no longer feeling sick; however, he was in a lot of pain. The patient did not have any recent falls or trauma. Three weeks ago, the patient 'parted ways' with his physician and was working with his primary care physician (pcp). On (B)(6) 2016, the patient indicated that he was in his second full day of withdrawals. The patient had ringing in his ears and indicated that he always does. The patient had only slept 3 hours in the last two nights. The patient believed that the pump was broken though he was not hearing any alarms. The patient thought a company representative was coming to his home to check his pump; he was upset as he felt he was getting the 'run around'. On (B)(6) 2016, the patient again inquired as to why the pump was failing after only one year. He indicated that the pump had completely turned off and was not giving him the necessary dosage that he required to alleviate the return of severe pain. The previous 36 hours had been a nightmare with the opioid withdrawals. The patient reported that his son had to take several days off from work to ensure he did not have any seizures from the baclofen withdrawal. The patient stated he was tired of suffering and tired of being tortured with the defective product. The patient had pain in his feet that was excruciating (42/50 on the pain scale) due to the complex regional pain syndrome in both his feet. On (B)(6) 2016, the patient reported he's been hospitalized 3 times from fentanyl and baclofen withdrawal in the past week and for the last 4 days at 4:30 he has severe drug withdrawals. He was given a duragesic patch and the pump has been alarming. Additional information was received from a consumer. The patient was on their 15th day of withdrawals and "going into the 3rd week of withdrawals from the fentanyl". The patient was dismissed by their physician who was refilling the pump. The patient was diagnosed with multiple sclerosis and it was "unbelievably painful". The patient wanted the pump interrogated and indicated there was a problem with the pump. The patient wanted the pump explanted. It was reported that the patient has a recalled and defective pump. The patient cannot find a physician to remove the pump. The device is putting the patient through drug withdrawal. The patient does not have a physician. Additional information has been requested for specific pump drug information, medical history, diagnostics performed, cause of the symptoms, the actions/interventions taken to resolve the symptoms and outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The event date was (B)(6) 2016. The patient was in a lot pain. In (B)(6) 2016 the physician dismissed him. The pump was filled (B)(6) 2016 and three weeks later he started to go through withdrawal. The physician will not refill the pump again. The pump still had medication in it and was not alarming. The medication was no longer mixed together in one vial at his refills. Each medication was put in separate during the last refill. The patient did not think the dose was reduced. The low reservoir alarm was (B)(6) 2016. The patient got upset with the hcp and ¿let the physician have it because he was going through withdrawal¿. The pump has either stopped or it is under dosing him. In 2002 the first pump was implanted because of severe back and leg pain issues. The pump was to stop the severe pain of complex regional pain syndrome which was a form of multiple sclerosis. It was ¿the most pain I've ever experienced in my life¿. In (B)(6) 2015 the patient had a new pump implanted. Everything was fine until the pump was refilled with fentanyl, clonidine, baclofen and bupivacaine during the 1st week of (B)(6) 2016. Towards the end of the month of (B)(6) the patient started experiencing drug withdrawals. The patient presented to the emergency room two times and was hospitalized several times that first week of drug withdrawals. In (B)(6) 2016 the patient started experiencing severe drug withdrawals from the fentanyl and baclofen and was hospitalized twice. The patient indicated the pump was a faulty device. The patient could not ¿begin to describe the pain this multiple sclerosis produces¿. The patient was supposed to be getting 150 mcgs of fentanyl from the pump but ¿that's not happening¿. ¿they almost killed with a defective pump¿. The patient was seeking a new physician.